Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 2118374. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: incident description: needle wouldn't retract on (B)(6) 2024, was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿ I don't believe so, used it like usual. Needle didn't retract. Did needle retract at all? Was there a needle stick injury? No, no. Date of event: 2/21/2024. Please confirm whether there was any patient impact. No. Any adverse event or serious injury reported to patient or healthcare professional? No.